Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 06dec2021: on (B)(6) 2021, the physician attempted to perform additional tevar to the distal side of the previously implanted stent graft as planned, so the patient was anesthetized.however, because angiography performed before the additional treatment (device placement) confirmed that type ib endoleak which had been previously observed disappeared, the procedure was finished without any additional treatment.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: on (B)(6) 2021, a male patient underwent a tevar (thoracic endovascular aortic repair), where 3 zta devices were used. The patient´s anatomy was reported to be tortuous. The first device a zta-de-38-91-w1 was placed over the anastomosis between an ascending artificial vessel and an open stent. The second device a zta-p-40-217-w1 was placed from near the proximal side of the open stent to near the distal side of the aneurysm in the descending aorta. The third device a zta-p-42-225-w1 (complaint device) was placed from near the distal edge of the open stent to the distal neck. All 3 devices were successfully implanted. Final angiography showed a leakage, which was judged as a type 2 endoleak by the third implanted device zta-p-42-225-w1. The physician took a wait-and-see approach. On (B)(6) 2021 a follow-up angiography was performed and the endoleak was judged as a type 1b. On (B)(6) 2021, an additional tevar to treat the endoleak should be performed. However, when the patient was anesthetized, an angiography confirmed that the endoleak had disappeared. Therefore, the procedure was finished without any additional treatment. The patient did not experience any adverse effects. Per the findings in the imaging review "at implantation, an endoleak was possible but not definite because the quality of the imaging was insufficient to distinguish between endoleak and motion related subtraction artifact. An intercostal artery did fill from the seal zone. This could have represented the type ib endoleak described but continuation beyond the sealing stent into the aneurysm sac was not discernable. A more superior intercostal artery flowed towards the sac. Although off the image margin, this intercostal was likely filled through the seal zone intercostal artery. However, type ii sac filling either did not occur or was too faint to distinguish from subtraction artifact". Per the impressions in the imaging review "it is not possible to confirm a type ib endoleak by the provided insufficient imaging. Antegrade intercostal artery filling from the seal zone was present at implantation. This intercostal artery provided retrograde intercostal artery filling towards but not definitely into the aneurysm sac. Had it continued into the sac, it would have matched the characteristics of the endoleak reported on (B)(6) 2021 angiography. Unfortunately, this angiography from on (B)(6) 2021 was not provided. Reported endoleak resolution between on (B)(6) 2021 was consistent with the described intercostal artery circuit. Initial intercostal artery filling across the seal zone would have been more likely given the barrel shaped seal zone lumen. The initial sealing stent distortion resolved on (B)(6) 2021. Minor additional conformity was needed to complete the seal". IFU states that endoleak is a known adverse event. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information and imaging review it is possible that intercostal artery filling across the seal zone could have given the impression that there was an endoleak present. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) e2402 - appropriate term / code not available for endoleak. Summary of investigational findings: on (B)(6) 2021 a male patient underwent a tevar (thoracic endovascular aortic repair), where 3 zta devices were used. The patient´s anatomy was reported to be tortuous. The first device a zta-de-38-91-w1 was placed over the anastomosis between an ascending artificial vessel and an open stent. The second device a zta-p-40-217-w1 was placed from near the proximal side of the open stent to near the distal side of the aneurysm in the descending aorta. The third device a zta-p-42-225-w1 (complaint device) was placed from near the distal edge of the open stent to the distal neck. All 3 devices were successfully implanted. Final angiography showed a leakage, which was judged as a type 2 endoleak by the third implanted device zta-p-42-225-w1. The physician took a wait-and-see approach. On (B)(6) 2021 a follow-up angiography was performed and the endoleak was judged as a type 1b. On (B)(6) 2021 an additional tevar to treat the endoleak should be performed. However, when the patient was anesthetized, an angiography confirmed that the endoleak had disappeared. Therefore, the procedure was finished without any additional treatment. A 6 month follow-up CT performed in may confirmed recurrence of the previously reported endoleak. It was reported that the patient underwent an additional tevar on (B)(6) 2022 by placing a gore's ctag 45mm-20cm to above the celiac artery. A post-procedural CT dated (B)(6) 2022 confirmed that the endoleak was resolved. The intra and post-procedure imaging of the additional surgery were not provided. Implantation angiography and follow-up angiography were provided and reviewed by an imaging expert. Per the findings in the imaging review "at implantation, an endoleak was possible but not definite because the quality of the imaging was insufficient to distinguish between endoleak and motion related subtraction artifact. An intercostal artery did fill from the seal zone. This could have represented the type ib endoleak described but continuation beyond the sealing stent into the aneurysm sac was not discernable. A more superior intercostal artery flowed towards the sac. Although off the image margin, this intercostal was likely filled through the seal zone intercostal artery. However, type ii sac filling either did not occur or was too faint to distinguish from subtraction artifact". Per the impressions in the imaging review "it is not possible to confirm a type ib endoleak by the provided insufficient imaging. Antegrade intercostal artery filling from the seal zone was present at implantation. This intercostal artery provided retrograde intercostal artery filling towards but not definitely into the aneurysm sac. Had it continued into the sac, it would have matched the characteristics of the endoleak reported on the (B)(6) 2021 angiography. Unfortunately, this angiography from (B)(6) 2021 was not provided. Reported endoleak resolution between 12nov2021 and 03dec2021 was consistent with the described intercostal artery circuit. Initial intercostal artery filling across the seal zone would have been more likely given the barrel shaped seal zone lumen. The initial sealing stent distortion resolved by 12nov2021. Minor additional conformity was needed to complete the seal". IFU states that endoleak is a known adverse event. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information and imaging review it is possible that intercostal artery filling across the seal zone could have given the impression that there was an endoleak present. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 06sep2022: on (B)(6) 2022 an additional tevar by placing gore's ctag 45mm-20cm to above the celiac artery. On (B)(6) 2022 a post-procedural CT confirmed that the endoleak was resolved.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 31may2022: 6 month f/u CT performed in may confirmed recurrence of the previously reported endoleak. Additional treatment by adding another stent graft in the distal site will be conducted in the near future.

Event description:
Description of event according to the initial reporter: on (B)(6) 2021, tevar with cook's alpha thoracic was performed on a male patient. The patient was judged within the patient selection criteria. The procedure was conducted as follows; the first device zta-de-38-91-w1 was placed over the anastomosis site between an ascending artificial vessel and an open stent. The second device zta-p-40-217-w1 was placed from near the proximal side of the open stent to near the distal side of the aneurysm in the descending aorta. The third device zta-p-42-225-w1 (complaint device) was laced from near the distal edge of the open stent to the distal neck. The procedure was finished as planned. Final confirmatory angiography showed faint leakage like type 2 endoleak and the leakage was judged as type 2 at that time. Therefore, the physician took a wait-and-see approach. On (B)(6) 2021, angio CT confirmed that contrast was leaking outside the stent graft. Based on the leaking location, the physician suspect in the order of type 3a --> type 3b --> type 4 --> type 2 --> type 1b, but any of them looks possible. On (B)(6) 2021, angiography was performed and the endoleak was diagnosed as type 1b because the endoleak was observed by contrast medium flowing from the distal to proximal with a time lag. Patient outcome: the physician will discharge the patient once, then will perform additional tevar to the distal side of the previously implanted stent graft in early (B)(6) 2021.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.